Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 279 mg/dl, 85 mg/dl, and 65 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.